Event description:
It was reported that the customer received a no delivery alarm during prime. Customer's mother stated the alarm was resolved by a complete infusion set and reservoir change. Blood glucose value was unknown. It was also reported that the customer changed the site and the device shut off and then it restarted itself. Blood glucose value was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.